Event description:
A caller reported a malfunction on the pump, identified by a malfunction code of "malf 0" and a fault ID of "malf 0-0x20e1." There was no adverse impact to the customer's blood glucose level. Technical support provided information about resetting the pump and assisted the caller with the reset process, after which the customer planned to perform the reset independently and would call back if further assistance was needed.